Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the electromagnetic navigation controller was replaced during a system checkout. The navigation system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Information references the main component of the system. Other relevant device(s) are: product ID: 9735824, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the navigation system displayed a localizer fault after patient registration and it was noted the issue occurred when placing a sterile stylet. Troubleshooting found that the side emitter malfunctioned as it was not functioning as no noise emitted from the unit. A flat emitter was connected, but the localizer faulted message recurred. The navigation system was rebooted without resolution as the issue recurred. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of medtronic imaging. There was no reported impact on patient outcome.